Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded escape, act and down button on keypad traces. No button error alarm during testing. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer did not report any significant events leading up to the error alarm. Blood glucose level was 78 mg/dl at the time of the call. No further information was provided.